Event description:
Nurse called to report a hospitalization due to high blood glucose. The blood glucose is 422 mg/dl. Caller stated that customer is admitted to ICU. Caller stated that the blood glucose reading at the time of the event was 620 mg/dl. Customer vomited and urinated on herself. The customer is treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.